Event description:
The patient presented to the clinic with oversensing on the lead, which caused some pauses and low rates. Noise and oversensing was reproducible with isometrics. The patient received some aborted therapies from the noise. The pace/sense portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form was received.